Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sensor did not have an electrode and sensors did not communicate with the insulin pump. No harm requiring medical intervention was reported. Customer stated that sensors that did not function. The device will not be returned for analysis.